Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope displayed no image during sedation for an unspecified procedure. The issue was resolved without medical or surgical intervention. The procedure was able to be completed with a different olympus device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: the curved rubber adhesive was missing. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.